Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device diagnosis was high impedance. The clinical diagnosis was not applicable. The outcome was resolved with squealed. The sequelae was noted as not using electrode 0, 1, 2, 3, 4, and 6 for an adequate stimulation. Interventions included reprogramming. The event resulted in an unscheduled clinic or office visit. The etiology was noted as related to the device or therapy and not related to the implant procedure. The patient did not have an adequate stimulation anymore. Impedance of electrode 0,1,2,3,4,6 are > 10,000 ohm. Electrode 3 and 6 were used for stimulation.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported that the patient did not have adequate stimulation anymore. Device interrogation and device data on (B)(6) 2017 showed high impedance of electrode 1 and 4 (greater than 10,000 ohms), and electrode 4 was used for stimulation. Reprogramming was performed on (B)(6) 2017 and electrode 4 was not used in the new stimulation program. The event resolved with sequelae (both electrode 1 and 4 had high impedance and were not used in programming). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 387745, lot# b0382982k, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the device diagnosis was high impedance. The clinical diagnosis was no more stimulation. The outcome was resolved without sequela. Interventions included explanting and replacing the leads and extensions. Interventions included explanting and not replacing the adaptor. The event resulted in in-patient hospitalization. The event resulted in an unscheduled clinic or office visit. The device was interrogated and all contact points showed high impedance. The patient reported that she did not have adequate paresthesia coverage. The etiology was reported as related to the device or therapy and not related to the implant procedure.